Event description:
It was reported that the device had reached 2.62 volts; however, the alert for low battery had not triggered and no indicator was displayed. The patient also reported having episodes of phantom shocks. There was an allegation that the device was defective. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had reached 2.62 volts; however, the alert for low battery had not triggered. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.